Event description:
The patient's health profile dated (B)(6) 2012 indicated the patient has a diagnosis of self injurious behavior. It is not clear if the patient was diagnosed pre or post-vns implant. The relationship to vns therapy is unclear at this time. Attempts for additional information from the treating vns physician's office have been unsuccessful to date. Of note, it was mentioned in the notes that the patient has a medical history of depression related to seizure disorder.